Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, the physician implanted an altis about 18 months ago. The patient had a history of mixed urinary incontinence with failed interstim. The physician treated the patient for sui with the altis and two weeks later the patient showed up to the office with uti. The physician treated the patient for infection. The patient experienced pain associated to mesh erosion.